Event description:
It was reported to boston scientific corporation a percuflex ureteral stent was used in a ureteral stent placement procedure. According to the complainant the stent was placed, in (B) (6) 2009, after the patient experienced a ureteral obstruction due to an injury that was incurred during a hysterectomy procedure on (B) (6) 2009. A postoperative x-ray showed that the stent was detached inside the patient's ureter. The stent was left in place, in two pieces, while the ureter healed. The patient returned to the physician's office in (B) (6) 2009 to have the percuflex ureteral stent removed. A separate procedure was then scheduled and successfully performed on (B) (6) 2010 to remove the stent fragment. The patient was reported to be "stable" at the conclusion of the procedure and no complications were reported.

Event description:
It was reported to boston scientific corporation a percuflex ureteral stent was used in a ureteral stent placement procedure. According to the complainant the stent was placed, in (B) (6) 2009, after the patient experienced, a ureteral obstruction due to an injury that was incurred during a hysterectomy procedure on (B) (6) 2009. A postoperative x-ray showed that the stent was detached inside the patient's ureter. The stent was left in place, in two pieces, while the ureter healed. The patient returned to the physician's office in (B) (6) 2009 to have the percuflex ureteral stent removed. A separate procedure was then scheduled and successfully performed on (B) (6) 2010 to remove the stent fragment. The patient was reported to be "stable" at the conclusion of the procedure and no complications were reported.

Manufacturer narrative:
Although expected, the device has not been received for analysis. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
Analysis of the returned percuflex ureteral stent revealed the stent was torn jaggedly near the distal pigtail and only the proximal remnant of the device was returned for evaluation. The stent was found to be discolored along its working length. A functional evaluation found that an 0.038 inch guidewire could be passed through the stent remnant without issue. The outer diameter of the stent was measured and found to be 0.094 inches, which is within the manufacturing specification. The stent was cut approximately in half for the inner diameter to be measured. The inner diameter of the stent was measured and found to be 0.055 inches, which is not within the manufacturing specification and is likely due to residue build up inside the stent. The most probable root cause for this event is determined to be operational context.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation a percuflex ureteral stent was used in a ureteral stent placement procedure. According to the complainant the stent was placed, in (B)(6) 2009, after the patient experienced a ureteral obstruction due to an injury that was incurred during a hysterectomy procedure on (B)(6) 2009. A postoperative x-ray showed that the stent was detached inside the patient's ureter. The stent was left in place, in two pieces, while the ureter healed. The patient returned to the physician's office in (B)(6) 2009 to have the percuflex ureteral stent removed. A separate procedure was then scheduled and successfully performed on (B)(6) 2010 to remove the stent fragment. The patient was reported to be "stable" at the conclusion of the procedure and no complications were reported.